Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the devices display screen is blank, will not turn on. It was reported that there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse observed a dim screen and determined that a 2nd generation lcd (liquid crystal display) replacement is required. The fse replaced the 1st generation lcd with a 2nd generation lcd to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The ui (user interface) to lcd cable and the touchscreen were received in the product investigation lab (pil) for failure analysis. During visual inspection of the returned cable, no anomalies or physical damage were observed. With the suspect cable installed into the standard test bed (stb), pil engineering verified that the cable functions as designed, producing a clear display with proper graphics rendering, appropriate backlight intensity, and fully functional lcd operation. To further validate system performance, alarm led functionality was tested by intentionally inducing a pprox condition, which generated the expected pprox alarm and confirmed correct alarm led operation. During visual inspection of the touchscreen, a scratch measuring 0.015 inches wide was identified on the touchscreen lens, exceeding specification. Despite this cosmetic nonconformance, no functional issues were identified. The touchscreen passed all diagnostic, calibration, and functional testing, including test #3 in the service manual. Touch point alignment on the stb was verified, and all flex cable circuit resistance and ratio measurements were within specification. Based on these findings, the reported issue of a blank or non-responsive display could not be reproduced. The investigation conclusion is that there was no fault found on the returned ui to lcd cable and touchscreen.